Manufacturer narrative:
The device has been received for evaluation, however, investigation is not complete.

Event description:
The event involved a 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap where the customer reported that the tubing coming from the bottom of the burette easily separates, with very little pressure required. This results in the loss of fluids and inaccurate fluid balance and antibiotics administration, particularly in children. The event occurred during use on a patient, but it is unknown how long the device was in use for. The product was stored in a plastic pull out tub, stored flat. There was no hole, cut, tears or any defect noted/found. There was patient involvement, no delay in therapy, no adverse event and no patient harm.

Manufacturer narrative:
Received one (1) used. List #011-c7014, 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap; lot #14110075. The returned sample was observed to be missing the bottom tubing. The reported complaint of disconnection could be confirmed. The returned sample was observed to have the bottom tubing separated from the burrette. The probable cause of the disconnection is insufficient solvent coverage during manual assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.